Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found a crack on the right plunger case. The pump event history log review showed a primary audible alarm background (bgnd) test. The technician could not duplicate the stated problem after multiple flow and occlusion tests. The technician replaced interconnect board as a preventative measure. Replaced right plunger case due to physical damage and greased, calibrated the pump and the device passed all functional tests. The root cause is undetermined.

Event description:
It was reported that a primary audible alarm background (bgnd) test failure was displayed. No patient injury was reported.